Manufacturer narrative:
The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. There has been one other complaints reported in the lot number. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during the intraocular lens (iol) implantation, the lens was stuck. Additional information was requested.